Event description:
It was reported that this pacemaker and other manufacturer lead had an alert for out of range impedance values. No further information was available. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in-service, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction.

Event description:
No additional information was received.